Event description:
Information received indicates the bed has lost ground.

Manufacturer narrative:
The technician found a loose connection on the power cord. The technician tightened the connection to repair the bed.